Manufacturer narrative:
Because device and strips were not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Okb reviewed all manufacturing and qc records of suspected meter (serial#: (B)(4)) and strips (lot#: d181031-2), and no non-conformity were found. The meter was shipped to pdc on july 05, 2017. The strips (lot#: d181031-2) were manufactured on 10/31/2018 and will expire on oct. 31, 2020. Ok biotech received no complaints from same manufacturing batch of strips. We tested the retained strips(lot#: d181031-2) from our warehouse with our in-house meter (serial#: (B)(4)) and control solution (level low: batch# 8ah1a94, exp. By dec., 2020; level high: batch# 8ah3a14, exp. By sept., 2020). And results are level low: 66/63 mg/dl; level high: 236/245 mg/dl, all results met the acceptance criteria (level low: 35~85; level high: 210~320). According to pdc's compliant record, the desiccant color in patient's strips were changed to green color indicated strips might get moisture. Patient used those strips to test blood might caused or contributed to higher readings. User storage or operation issue.

Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 9:00pm at home. Caller stated that the end-user tested her blood glucose and received a result of 200mg/dl. Caller said the end-user's normal range for that time of day is usually around 100mg/dl. Caller stated that the end-user took her daily morning medications but did not specify what those were. After about 45 minutes of getting the result of 200 mg/dl ems were called. Caller stated that the end-user had a headache. Ems arrived in about 10 minutes and tested the end-user with their meter and got a result of 135mg/dl. End-user was not transported to the hospital and the ems did not provide any sort of treatment. Prior to the ems leaving the tested her blood glucose again with their meter and got a result of 121mg/dl . No additional information was provided.